Event description:
Reason for transmission: chest pain. Device appears to be undersensing on atrial lead on stored atrial high-rate episode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).